Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) devices and the implantable pulse generator (ipg) will not hold a charge. It was noted that patients spinal cord stimulator lead had migrated. The patient underwent an implantable pulse generator (ipg) replacement and spinal cord stimulator lead repositioning procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial/ batch: (B)(6).